Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was damaged to the screen and making it unreadable on the device. There was no cause found regarding the damaged screen and being unreadable. Additional findings not related to the malfunction/issue was damaged to the rear enclosure case. There was no part(s) and/or repair made to the device, and it will be scrapped.